Manufacturer narrative:
Returned for evaluation were a nevertouch direct fiber and introducer sheath/dilator. A visual review of the sheath/dilator noted that below the valve, the shaft is melted and fractured. The fractured off portion was not returned. A visual review of the fiber noted no defects although, white plastic material appears melted to the tip. The customer's reported complaint description of the fiber burning the sheath is confirmed. A lot history records search revealed no quality related issues or manufacturing deficiencies at the time of manufacture. During the manufacturing process and prior to packaging, the dilator/sheath introducer are inspected and the dilator/sheath introducer is packaged in a shipping tube to prevent damage. Based on the white material on the tip of the fiber, the most likely cause to this complaint is due to the user continuing to ablate during the withdrawal of the fiber. The instructions for use, which is supplied to the end user with this catalog number, states: "prior to and during use, avoid bending the introducer sheath and dilator as this can cause kinks and damage". Also stated in the IFU: "cease operating the laser by removing foot from foot pedal when the fiber tip is 2-3cm from the access site as indicated by markers on the shaft of the fiber. The nevertouch direct fiber tip is 4cm from the access site when the white exit marks begin and 3cm from the access site when the white exit marks terminate." A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. (B)(4).

Manufacturer narrative:
The reported defective device has been returned to the manufacturer and an investigation into the root cause for event is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. (B)(4).

Event description:
As reported (B)(6) 2016, a (B)(6), female patient presented for an endovenous laser procedure. The treating physician had placed the access sheath, and advanced the laser fiber. The physician did not remove the access sheath prior to ablation nor was it moved during pullback of the fiber. Consequently, the laser fiber burned the majority of the sheath while inside the patient. Upon removal of the sheath and fiber, some of the sheath did come out and some was hanging out of the skin which was removed by hemostats. Upon full withdrawal, the sheath was mostly gone and it was assumed that the remainder of the burnt sheath remained in the patient's leg. There was no report of permanent harm or injury to the patient due to this event. The disposable device has been returned to the manufacturer for a device evaluation.